Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with "user message broken" was not confirmed nor reproduced during product evaluation. The root cause was not identified. No repairs were made to fix the reported condition. Quality engineering determined the problem to be a corroded micro-processor unit (mpu) board. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that one rework was noted during the manufacturing of this device. A failure of 250ml extended locking bag cover label scratch. The pump was reworked and passed all subsequent testing.

Event description:
The facility representative reported an ipump with a condition of "user message broken." It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.